Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent stretching and stent dislodgement were confirmed. The reported failure to advance and entrapment of the device could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the initial was filed it was noted that during removal the stent had dislodged as it was hooked on a previously implanted stent. No additional information was provided.

Event description:
It was reported that the procedure was to a right common iliac artery. The 8.0x39mm omnilink elite peripheral stent system failed to crossed the lesion due to interaction with a previously implanted stent. Resistance was felt during removal of the delivery system as the stent was noted to be hooked on the previously implanted stent. The stent elongated and a sheath was advanced to unhook the stent. Another same size omnilink elite stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.